Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced discomfort from diaphragmatic stimulation due to the position of this right ventricular (rv) lead. As a result, this rv lead was explanted and a new rv lead was positioned/implanted. The lead remains in the hospital's possession, and therefore will not be returned. No additional adverse patient effects were reported.